Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not deliver any basal insulin through the night resulting in hospitalization due to ketoacidosis. Type of treatment received was not provided. Requested return of the alleged device for evaluation and replacement was provided.